Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04441. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It was likely that the power switch was damaged because the amount and the number of times of operation which is applied to the power switch exceeded expectations. Additionally, it is presumed that because the device was handled in a way not described in the instruction manual, excessive force was applied to the lock lever (endoscope connector socket), and then the electrical contact between the endoscope and cv became unstable, causing the image flicker. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed. The broken switch is an old version and an upgrade is required. Additionally, the video connector was found to be worn and causing a flickering image. The cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, the unit's power switch was found to be broken.